Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 11. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, increased sensitivity, hypersensitivity and fistula. No further patient complications were reported.